Event description:
An experienced clinician was attempting to break off the spatula into the vial. The spatula would not initially break at the score, even with some force, when it did not break, the liquid containing the specimen splashed into her eye.

Manufacturer narrative:
A DHR review was conducted with no anomalies found. Two lots of spatulas were used in the collection kit lot 78027. In-coming inspection records for the two lots were in order. The break test results had acceptable results. The same two lots of lot 78027 were used in four other lots of collection kits without any other similarly reported complaints. The initial reporter provided samples from the same lot (78027). A sample was randomly selected for testing. The tests results showed 6 out 40 with readings out of spec, just greater than 20.00 n. The out-of-range results were examined finding them to be less than .4 n from the maximum limit of 20 n. Which to the degree of precision versus working force are indiscernible. This undesirable outcome is being further analyzed at this time to determine whether a more restrictive tolerance is feasible for the material capability. No trend is apparent and no change to design has been made as well as no change to material. It is not known if the clinician was wearing protective eye wear as indicated by the instructions for use. (B)(4).